Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the sensor had inaccurate readings that triggered the threshold suspend. The customer¿s blood glucose was 90 or over 100 mg/dl and the sensor glucose was reading 54, 65 and 70 at the time the insulin pump suspended. Troubleshooting for the low suspend was not completed. The customer received calibration not accepted and change sensor alerts. The sensor will not be returned for analysis.